Event description:
Device return report from foreign reporter indicates that the catheter was explanted after 5 months and 1 piece was left in the cerebrospinal fluid and not retrieved. Catheter replaced with new catheter. No other info available from foreign reporter.